Event description:
Approximately 5 minutes after the transfemoral deployment of a 26mm sapien xt valve the patient¿s blood pressure decompensated. There was no sign of rupture on fluoro and CPR was initiated which did not improve the patient¿s lack of perfusion. A pericardial window was made to perform drainage, the patient was placed on bypass and it was determined there was an annular rupture. A sternotomy was performed and the sapien xt valve was removed and a surgical valve was implanted. The outcome of the patient is unknown at this time.

Manufacturer narrative:
Medical records received indicate that approximately 30 seconds following the deployment and withdrawal of the delivery system, the patient became acutely hypotensive. Further interrogation with tee demonstrated an expanding hemopericardium. The patient's blood pressure fell to 30 systolic and a midline sternotomy was immediately performed and a large amount of fresh blood was evacuated from the pericardium. The patient was resuscitated; however, the surgical team noted continued bleeding and identified what appeared to be an annular disruption. The surgical team agreed to make a salvage attempt at correcting the disruption. The patient was placed on cardiopulmonary bypass and immediately stabilized. An aortic cross-clamp was applied. A transverse aortotomy was performed above the sinotubular junction and extended into the noncoronary sinus to expose the aortic valve. On inspection of the sapien xt, it was in excellent position at 50% above and 50% below the annular plane. Using some kocher clamps, the valve stent was crushed in order to explant it safely. After removal, the team inspected the annulus and confirmed there was an annular disruption, which was of the muscular septum just anterior to the anterolateral trigone. This was repaired after first excising the native aortic valve and debriding all calcium from the annulus. The team then repaired a 6 mm ventricular disruption of the muscular septum at the annular level using a piece of native pericardial patch. A surgical valve was placed, the valve was well seated and then the aortotomy closed. The patient was subsequently weaned from cardiopulmonary bypass on moderate inotropic support with good hemodynamics. The patient was subsequently transferred to the cticu in stable, but guarded condition. The patient passed away a few days later; the exact cause of death was not provided. The native annular diameter was 26mm by tee, and 27x25mm by CT. The diameter and degree of calcification of the sinotubular junction was not reported. There was moderate native annular, leaflet, and root calcification. Inflation volume was not reported. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture could not be determined; however the patient¿s native annular calcification may have contributed to the rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.